Event description:
It was reported that the customer experienced low blood glucose incident. The paramedics were called but did no treat the customer. The customer was not hospitalized. The customer stated that they had treated for the low blood glucose with a drink of coke, and were feeling well enough before the paramedics had arrived. The customer stated that they were unsure of the exact value of their blood glucose at the time of the incident. They stated that it was 50 mg/dl when they were aware; it might have been as low as 30 mg/dl. The customer's last t blood glucose value of the day of the phone call was 130 mg/dl. The customer attributed the low blood glucose to not having the sensor and to a physical activity they had been doing. The customer stated that they rely on the sensor for assistance with the low blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).